Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the right ventricle lead exhibited high capture thresholds. The lead was explanted and replaced. Patient was stable.